Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was not provided. The customer's mother did not have the insulin pump available at the time of the call and stated that she would call back.